Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-25 implantable pacing lead, implanted: (B)(6) 2011; c4tr01 implantable pulse generator (ipg), implanted: (B)(6) 2011; 4968-25 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that an alert was triggered for this right atrial (ra) lead indicating impedance was >3000 ohms. Both bipolar and unipolar measurements were >3000 ohms. A lead fracture was suspected. The patient was asymptomatic. Also observed were some ventricular high rate (vhr) episodes and short v-v intervals. The clinician wanted to know if it is possible for a complete epicardial system to oversense atrial output on the ventricular lead if the lead was compromised. Technical services discussed that the patient is 4 years old and with a small heart, lead proximity may allow for such oversensing. The clinician will program to vvi until the ra lead can be revised. No further patient complications have been reported as a result of this event.